Manufacturer narrative:
Concomitant medical products: alteon cup size 52 (cat# 01-030-01-0552 / serial# (B)(4)). Alteon xle liner (cat# 01-030-46-0536 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) female patient presented with pain and upon reexamination left hip alteon stem appeared loose proximally. Event date unknown. Approximately 6 months prior to aware date. Patient was revised to competitor implants. Patient was last known to be in stable condition following the event. The device will not be returned for analysis due to hospital policy.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral stem and the bone, which led to aseptic (non-infected) femoral stem loosening. However, this cannot be confirmed as the devices were not available for evaluation and x-ray images were not provided. The most probable root cause associated with the reported event of "loosening - femoral stem" is associated with weakened integration of the femoral stem at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.